Event description:
N/a.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated a cause for the reported difficult or delayed activation (difficult to deploy the clip) resulting in an slda cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 4. Xtw triclip (lot: 40214r1040) was chosen for implantation. The clip was placed mid anterior/septal. A second xtw (lot: 40214r1011) was then attempted to be implanted. When clip was released, it was stuck to the delivery catheter. Troubleshooting performed released the clip, but it then detached from the anterior leaflet (single leaflet device attachment (slda)). A third xt triclip (lot: 30802r1019) was then implanted to stabilize the slda. The procedure ended with tr reduced to grade 1-2.